Manufacturer narrative:
Additional information was received via email. The original implant date of the stent was (B)(6) 2023. Patient status: "completed 6 month follow up on (B)(6) 2023 with nihss of 0 and mrs of 0. " no additional treatments are planned. There was mild in-stent stenosis of the proximal aspect of the fred x as well as moderate stenosis at the origin of the right opthamalic artery at the six month follow up. The in-stent stenosis of the proximal part is less than 50%. The aneurysm is completely occluded. No stent migration had occurred. H11 - corrections: h6 - clinical code 2263 added.

Event description:
It was reported that a patient with a history of eye floaters had an aneurysm that was treated with a fred x flow diverter. A new floater occurred post-procedure which was possibly related to the device and stenosis of the ophthalmic artery.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not available for analysis. The event as described could not be confirmed. If more information is available at a later date, an analysis will be performed and a supplemental report will be submitted. The instructions for use (IFU) identifies stenosis of stented segment and visual impairment as potential complications associated with use of the device.

Event description:
It was reported that a patient with a history of eye floaters had an aneurysm that was treated with a fred x flow diverter. A new floater occurred post-procedure which was possibly related to the device and stenosis of the ophthalmic artery.

Manufacturer narrative:
Items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications below is a list of the probable adverse effects (e.g., complications) associated with the use of neurovascular flow diverting stents. Allergic reaction, including but not limited to: contrast dye, nitinol metal, and any other medications used during the procedure, amaurosis fugax or transient blindness, aphasia, blindness, cardiac arrhythmia, complications of arterial puncture including pain, local bleeding, or injury to the artery, or adjacent nerves. Cranial neuropathy, death, device fracture, migration or misplacement, diplopia, dissection or perforation of the parent artery, headache, hemiplegia, hemorrhage, including intracranial hemorrhage (ich), subarachnoid hemorrhage (sah), and retroperitoneal, hydrocephalus, infection, mass effect, myocardial infarction, neurological deficits, pseudoaneurysm formation, reactions to anti-platelet or anti-coagulant agents, reactions due to radiation exposure, including alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, and delayed neoplasia. Reactions to anesthesia and related procedures, reactions to contrast agents including allergic reactions and kidney failure. Reduced visual acuity or visual field, retinal artery occlusion or infarction, retinal ischemia, rupture or perforation of the aneurysm, stenosis of stented segment, seizure, stent thrombosis, stroke or tia (transient ischemic attack), thromboembolic event, vasospasm, visual impairment. Warnings: the fred-27 system should only be delivered through a headway 27 microcatheter and the fred-21 system should only be delivered through a headway 21 microcatheter. If repeated friction is encountered during fred system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred system in the parent vessel without fully retrieving the device. The fred system must be retrieved/re-sheathed into the microcatheter and re-deployed at the desired target location or removed completely from the patient. The fred system must not be re-deployed more than three times. Should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred system can potentially result in loss or damage to the device and delivery components. The fred system delivery wire should not be utilized as a guidewire. Do not torque the fred system. A torque device should not be used. Directions for use: 17. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. 18. Warning: do not torque the delivery wire while advancing or retracting the fred system. 21. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. 23. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers past the aneurysm neck, allowing for adequate distal and proximal device landing zones as shown in the following figures for fred-27 system and fred-21 system. 26. Note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. 27. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 28. If the fred system positioning is not satisfactory, the implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. 29. Caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheath the device (without exceeding the recapture limit), and then attempt to recapture again. 30. Caution: the fred system must not be re-deployed more than three times. 31. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are in the advised position (see step 23) proximal to the aneurysm neck for adequate coverage. 32. Note: the fred system will expand and may foreshorten up to 60% from its undeployed length. Visually verify opening of the proximal end, ensuring that the microcatheter distal tip marker is pulled back, adequately away from the implant proximal end, to allow the proximal end to freely open. Push forward on the delivery wire to assist in maintaining access within the implant as needed. 33. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length on each side of the aneurysm neck/target location to ensure appropriate coverage. 34. Warning: do not fully deploy the fred system if positioning in the parent vessel is not satisfactory. 37. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely open and opposed to the vessel wall and not kinked. If the implant is not fully open and apposed or is kinked, consider utilizing a suitable micro guidewire and/or occlusion balloon catheter to fully open the implant. 38. Caution: carefully watch the fred implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant. Procedure note medical review for complaint: (B)(4). A detailed procedure note medical review for complaint: (B)(4) has been performed. Data review indicates that the patient was treated for a unruptured aneurysm of the supraclinoid segment of the right internal carotid artery. Operative report data review indicates successful flow-diversion for embolization of the wide-neck aneurysm of the supraclinoid segment of the right internal carotid artery using the fred-x device. Additional post-operative follow-up data was also reviewed. Procedure note medical review conclusion for complaint: (B)(4): a detailed procedure note medical review for complaint: (B)(4) has been completed. Data review of the operative report does not provide evidence that the reported persistent post-operative right eye floaters are associated with a fred-x device malfunction. In addition, a review of the post-procedure 6-month follow-up report data further indicates that the operative physician has made a declarative statement that the persistent right eye floater is related to the stenosis of the ophthalmic artery. The 6-month post-operative follow-up data does not report that the persistent right eye floater is associated with a fred-x device malfunction. In addition, no fred-x device malfunction was reported in either the operative report or the 6-month post-operative follow-up report. The reported event is non-verifiable. A procedure note medical review was performed. Data review of the operative report does not provide evidence that the reported persistent post-operative right eye floaters are associated with a fred-x device malfunction. A review of the post-procedure 6-month follow-up report data indicates that the operative physician made a declarative statement that the persistent right eye floater is related to the stenosis of the ophthalmic artery. However, the 6-month post-operative follow-up data does not report that the persistent right eye floater is associated with a fred-x device malfunction. In addition, no fred-x device malfunction was reported in either the operative report or the 6-month post-operative follow-up report. The physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to the reported event.

Event description:
It was reported that a patient with a history of eye floaters had an aneurysm that was treated with a fred x flow diverter. A new floater occurred post-procedure which was possibly related to the device and stenosis of the ophthalmic artery.